Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to an ablation procedure. Reportedly, the prostyle suture came out with the device when the needle plunger was removed. Reportedly, it seemed that the cause was that it was pulled out strongly. The sutures of a new prostyle was successfully pre-placed. The sheath was upsized to a 15fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that the prostyle suture came out with the device when the needle plunger was removed. Reportedly, it seemed that the cause was that it was pulled out strongly. No additional information was provided at this time.

Manufacturer narrative:
The customer reported the device is not returning; it was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.